Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. It was noted that the patient was not rv pacing dependent. The root cause of the out of range measurements has not yet been determined. No changes have been made and the physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. It was noted that the patient was not rv pacing dependent. The root cause of the out of range measurements has not yet been determined. No changes have been made and the physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen for in clinic follow up. Unipolar sensing, pacing impedance and threshold measurements were within normal limits. Bipolar pacing impedance was greater than 2,000 ohms and threshold measurements were high. The lead configuration was noted to be unipolar pace/bipolar sense. One previous episode was recorded that showed noise and oversensing on the ventricular channel. The physician discussed the potential of replacing the lead in the future, however, due to other ongoing health issues, lead replacement will not take place at this time and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.